Event description:
It was reported that this system exhibited noise and oversensing on the atrial channel which resulted in inappropriate atrial tachycardia response (atr) events. Stale atrial impedance measurements were noted. P-wave measurements are somewhat variable. The onset of the noise could not be determined as the patient had not been checked over the past three years. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).